Event description:
Consumer reported complaint for low blood glucose test results and unknown error message. The customer is concerned with test results from results obtained of 82, 85, 42 and 100 mg/dl. Customer stated he is comparing results with a different brand meter; actual meter to meter comparison results were not provided. The customer¿s expected fasting blood glucose test result range is 97-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/16/2027 and open vial date is 3 days ago. The meter memory was reviewed for previous test result history: result 1: 82mg/dl date: 8/5 time: 9:39a fasting. Result 2: 85mg/dl date: 8/4 time: 8:17a fasting. Result 3: 42mg/dl date: 8/4 time: 8:16a fasting. Result 4: 100mg/dl date: 8/1 time: 9:17a fasting. Result 5: 199mg/dl date: 7/4 time: 9:18a fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.